Event description:
The patient reported their blood glucose (bg) level reached 535 mg/dl, while wearing the pod between 5 and 24 hours. They reported the pod leaked insulin, and when removed from the infusion site (abdomen) the cannula was found to be dislodged. The patient was able to resume treatment with a new pod. The patient resides in austria, but was traveling in thailand at the time of this reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.